Manufacturer narrative:
(B)(4). The patient¿s weight is (B)(6). (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus ureteral stent was implanted in the ureter on (B)(6) 2016, and was attempted to be removed during a cystoscopy procedure performed on (B)(6) 2016. According to the complainant during the cystoscopy procedure on (B)(6) 2016 to remove the percuflex¿ plus ureteral stent, the stent was found calcified and was unable to be removed. The physician attempted to remove the calcified stent using flexible and rigid graspers. The stent broke into 2 or 3 pieces, leaving the pigtail section in the kidney. The patient was sent to interventional radiology for right nephrostomy tube and foreign body retrieval, but it was unsuccessful. On (B)(6) 2016, the patient underwent right percutaneous nephrolithotomy with successful retrieval of the retained section of ureteral stent. The patient's condition at the conclusion of the procedure was reported to be stable.